Manufacturer narrative:
Additional information: model #, serial #, expiration date, catalog #, lot #, other #, UDI #.,device manufacture date.

Event description:
It was reported that the extension tubing set would not properly connect to the patient's IV and leaked.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the extension tubing set would not properly connect to the patient's IV and leaked.